Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the usb cable into the charging port at a certain angle. The issue persisted across multiple usb cables. There was no impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.